Event description:
It was reported that the biomed had a arctic sun device and that was not filling. They tried to run the calibration and it failed for error 102 (water level not full at the start of calibration). They had remove the calibration test unit (ctu) and tried to fill to see if there was any suction on the left port of the manifold. They did not feel anything and gave him the part number and price for a new circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had a arctic sun device and that was not filling. They tried to run the calibration and it failed for error 102 (water level not full at the start of calibration). They had remove the calibration test unit (ctu) and tried to fill to see if there was any suction on the left port of the manifold. They did not feel anything and gave him the part number and price for a new circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The outcome of the repair cannot be determined at this time. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.